Event description:
This MDR is being reported at this time as part of an internal review of past complaints. Due to the incident being in the past, the information that can be obtained from the initial reporter is limited. On april 23, 2015, dai-ichi shomei received information that during a procedure, the lens of the camera cover fell on the sterilized site. No injury was reported.